Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Approx 2 devices were received for evaluation. Approx 1 event was confirmed during testing; 1 event was not confirmed during testing. Approx 1 device was found to be affected by corrosion. Approx 1 device was found to be within specifications for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events, in which the device was reportedly leaking. There was no patient involvement; no patient impact.